Event description:
Blood tubing hung with normal saline pre-operatively. No blood attached. Tubing noted to have an unidentified object in the tubing. Tubing removed and replaced prior to attaching to pt IV. No pt involvement or harm.